Event description:
Caller reported a cgm error 42 related to their sensor system. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed instructions for performing a pump reset, and the caller followed these steps. After the reset, the cgm error did not reoccur, and the caller was able to successfully start their sensor session.